Event description:
This procedure is part of create pas. Two additional bare metal stents were placed to cover a dissection. Per the procedure report: after placement of the initial stent and removal of the filter, there is evidence for a distal edge dissection with poor flow into the distal internal carotid artery. Patient had no change in her heart rhythm, hemodynamics, or neurologic status. The patient tolerated the procedure well. The physician advanced a coronary guidewire through the areas of dissection and performed balloon angioplasty followed by placing 2 bare metal stents. Please reference MDR 2183870-2013-00082 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.